Manufacturer narrative:
(B)(4).

Event description:
It was reported that high thresholds were first noted in (B)(6) 2015 where programming changes were made as the patient was not pacing very much. On (B)(6) 2016, the lead was capped and replaced during device replacement. The patient tolerated the procedure well and patient was stable.